Event description:
It was reported that after a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the distal tip of the prograsp forceps instrument had a lot of play and moves more than expected. No loose wires, but it did not feel safe keeping this in circulation. The procedure was completed with no reported injury.

Manufacturer narrative:
The prograsp forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The grip test was performed with opening and closing with no issue. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.